Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked connector and failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. It is likely the customer reported problem is due to a damaged coupler. A definitive root cause could not be identified for the cracked connector and the failed leak test. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the attachment head of camera was loose and did not fit correctly. The malfunction was observed during maintenance. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: information asked and unknown for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the attachment head of camera was loose and did not fit correctly. The malfunction was observed during maintenance. There was no patient involvement.